Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("the implant fractured in its proximal section, leaving fragments in the right uterine horn") in a 36 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of penicillin allergy, meniscectomy, gingival cyst, cholecystectomy, caesarean section, gastroesophageal reflux disease, gravida ii, abortion and parity 1. Previously administered products included: cerazet. Concurrent conditions were listed as primary hypothyroidism and obesity. On (B)(6) 2016, the patient had essure inserted. In 2016, she experienced dyspareunia ("dyspareunia since essure insertion"). On (B)(6) 2018, she experienced abdominal pain lower ("pain in left iliac fossa"). On (B)(6) 2020, she experienced omphalitis ("acute omphalitis probably related to recent laparoscopic hysterectomy"). An unknown time later she experienced device breakage (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal discomfort ("reports occasional and intermittent discomfort at the hypogastrium level"), back pain ("lower backpain"), allergy to metals ("nickel allergy"), heavy menstrual bleeding ("hypermenorrhoea"), vaginal haemorrhage ("spotting"), adenomyosis ("adenomyosis"), vulvovaginitis ("vulvovaginitis"), dyspnoea ("dyspnoea") and nausea ("nausea"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for device breakage, pelvic pain, abdominal pain lower, abdominal discomfort, dyspareunia, back pain, allergy to metals, heavy menstrual bleeding, vaginal haemorrhage, adenomyosis, vulvovaginitis, dyspnoea and nausea were unknown. The reporter considered abdominal discomfort, abdominal pain lower, adenomyosis, allergy to metals, back pain, device breakage, dyspareunia, dyspnoea, heavy menstrual bleeding, nausea, omphalitis, pelvic pain, vaginal haemorrhage and vulvovaginitis to be related to essure administration. The reporter commented: the patient still with significant discomfort/ not in good health, receiving treatments and assessing the sequelae suffered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.744 kg/sqm. [Allergy test] on (B)(6) 2019: patient reports positive results to the recommended nickel allergy tests. [Emergency care examination] on (B)(6) 2018: reason for consultation: pain in left iliac fossa. No urgent pathologies found. [Hysterosalpingogram] on (B)(6) 2016: fallopian tubes are not permeable, thus method deemed effective. [Hysteroscopy] on (B)(6) 2016: after essure insertion: number of trailing coils: right 5, left 5. No complications. [Laparoscopy] on (B)(6) 2020: while attempting extraction from the right fallopian tube, the implant fractured in its proximal section, leaving fragments in the right uterine horn, laparoscopic hysterectomy performed. Findings: normal uterus and adnexa [ultrasound scan vagina] on (B)(6) 2016: no pathological findings; on (B)(6) 2016: uncertainty regarding the correct insertion of the right implant, hysterosalpingography requested; on (B)(6) 2018: anteverted uterus, regular size, shape and edges, homogenous endometrium lining, essure devices are normally inserted. Adnexa appear normal, no free fluid; on (B)(6) 2020: anteverted uterus, regular size, shape and edges, homogenous endometrium lining, essure devices are normally inserted. Adnexa appear normal, no free fluid. [X-ray of pelvis and hip] on (B)(6) 2020: indication: suspicion of retained essure/suspicion of embedded device. There are no images of essure identified in the pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("the implant fractured in its proximal section, leaving fragments in the right uterine horn") in a 36 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of penicillin allergy, meniscectomy, gingival cyst, cholecystectomy, caesarean section, gastroesophageal reflux disease, gravida ii, abortion and parity 1. Previously administered products included: cerazet. Concurrent conditions were listed as primary hypothyroidism and obesity. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced dyspareunia ("dyspareunia since essure insertion"). On (B)(6) 2018 she experienced abdominal pain lower ("pain in left iliac fossa"). On (B)(6) 2020 she experienced omphalitis ("acute omphalitis probably related to recent laparoscopic hysterectomy"). An unknown time later she experienced device breakage (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal discomfort ("reports occasional and intermittent discomfort at the hypogastrium level"), back pain ("lower backpain"), allergy to metals ("nickel allergy"), heavy menstrual bleeding ("hypermenorrhoea"), vaginal haemorrhage ("spotting"), adenomyosis ("adenomyosis"), vulvovaginitis ("vulvovaginitis"), dyspnoea ("dyspnoea") and nausea ("nausea"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for device breakage, pelvic pain, abdominal pain lower, abdominal discomfort, dyspareunia, back pain, allergy to metals, heavy menstrual bleeding, vaginal haemorrhage, adenomyosis, vulvovaginitis, dyspnoea and nausea were unknown. The reporter considered abdominal discomfort, abdominal pain lower, adenomyosis, allergy to metals, back pain, device breakage, dyspareunia, dyspnoea, heavy menstrual bleeding, nausea, omphalitis, pelvic pain, vaginal haemorrhage and vulvovaginitis to be related to essure administration. The reporter commented: the patient still with significant discomfort/ not in good health, receiving treatments and assessing the sequelae suffered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.744 kg/sqm. Allergy test on (B)(6) 2019: patient reports positive results to the recommended nickel allergy tests. Emergency care examination on (B)(6) 2018: reason for consultation: pain in left iliac fossa. No urgent pathologies found. Hysterosalpingogram on (B)(6) 2016: fallopian tubes are not permeable, thus method deemed effective. Hysteroscopy on (B)(6) 2016: after essure insertion: number of trailing coils: right 5, left 5. No complications. Laparoscopy on (B)(6) 2020: while attempting extraction from the right fallopian tube, the implant fractured in its proximal section, leaving fragments in the right uterine horn, laparoscopic hysterectomy performed. Findings: normal uterus and adnexa. Ultrasound scan vagina on (B)(6) 2016: no pathological findings; on (B)(6) 2016: uncertainty regarding the correct insertion of the right implant, hysterosalpingography. Requested; on (B)(6) 2018: anteverted uterus, regular size, shape and edges, homogenous endometrium lining, essure devices are normally inserted. Adnexa appear normal, no free fluid; on (B)(6) 2020: anteverted uterus, regular size, shape and edges, homogenous endometrium lining, essure devices are normally inserted. Adnexa appear normal, no free fluid. X-ray of pelvis and hip on (B)(6) 2020: indication: suspicion of retained essure/ suspicion of embedded device. There are no images of essure identified in the pelvis. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: case was upgraded to serious incident. Event injury nos replaced with device breakage, abdominal discomfort, abdominal pain lower, adenomyosis, allergy to metals, back pain, dyspareunia, dyspnea, heavy menstrual bleeding, nausea, pelvic pain, vaginal hemorrhage. Medical history and lab data updated, product, patient and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.